Event description:
It was reported that the device was used during a bowel resection. It was reported by the rep that the surgeon used (1) tlc75 instrument across the colon and the distal staples did not fire properly. Another tlc75 was opened and used to complete the case. There was no consequence to the pt.